Event description:
Implanted with essure (B)(6) 2011. Had dye test done to show placement and told 100 percent blockage (B)(6) 2012. In (B)(6) 2012 found out I was pregnant with my baby that I had in (B)(6) 2013. After having another dye test (B)(6) 2013 done to ensure that this device was still doing what it was supposed to it showed placement good and again 100 percent blockage and again in (B)(6) 2013 I would find out I was pregnant again with this baby due in (B)(6) 2014.